Event description:
It was reported that the monopolar cautery singlesite instrument cautery hook broke off upon removal; the threads were noted to be stripped, prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the tip was damaged such that a tip accessory cannot be attached to the instrument. Failure analysis also observed that the main tube was broken at the heat shrink next to the housing. There were no potential fragments due to this damage. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged tip, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.